Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and was noted to be in backup mode and above the elective replacement indicator (eri). A cardiac simulator was attached to the device, and the device pacing, sensing, impedance, high voltage (hv) output, and patient notifier were tested with no anomalies detected. The reported field event of backup mode could be confirmed and the cause was isolated to an anomaly with the u4 integrated circuit. The reported field event of inappropriate hv therapy could not be confirmed.

Event description:
It was reported that the patient was admitted to the hospital after receiving several inappropriate shocks. Upon interrogation, the device was in backup vvi mode. The device was explanted and replaced and the right ventricular (rv) lead was capped and replaced on (B)(6) 2017. The patient was stable following replacement procedure. Related manufacturer report number: 2938836-2017-29909.